Manufacturer narrative:
This is one of two device reports related to the same event. A f/u report will be submitted upon receipt of add'l info.

Event description:
The plaintiff's atty alleges that the pt experienced cardiac arrest, cardiopulmonary arrest, and myocardial infarction. The plaintiff's atty further alleges that the pt expired five days after the event. These allegations are alleged to have been caused by the pt's exposure to the prod administered during dialysis treatment.